Event description:
I have an boston scientific accolade pacemaker, model # l311, s/n (B)(6) which was implanted on (B)(6) 2023 as a replacement to my original pacemaker. The leads were implanted with the original pacemaker on (B)(6) 2010. Which means the leads are 16 years old!!! I was just released from (B)(6) hospital here in (B)(6) as they claim that there is nothing wrong with the pacemaker. My symptoms were strange for me. I was in my bedroom when I had a strong vibrating sensation that was only running down the left side of my body (which is where the pacemaker is located) and a loud buzzing noise (if someone was in the next room, they would have it heard, that's how loud it was). This has never happened to me before! I was so concerned that I went to the emergency room at (B)(6) hospital. I spent 4 days in the hospital ((B)(6) 2026) and yet the doctors, the resident performed 2 "interrogations" on the pacemaker, claimed that there was nothing wrong but couldn't explain the vibrating on the left side of my body that I felt in my home as well as the buzzing noise. Also, there was a rep from boston scientific at the hospital who came to see me (his name was (B)(6)) who performed some tests, don't know exactly what the tests were and he also claimed that the pacemaker was performing fine. Yet none of them could explain the strong vibrations that I felt nor the loud buzzing noise that I experienced. Yet my relatives found an article on chatgpt for my particular pacemaker and s/n, which in essence says, that the leads can cause a vibrating sensation which could send the pacemaker into safety mode and the patient should go to the emergency room - asap! Yet, the release paperwork doesn't state any of this information, just shows on the first page "no diagnosis". I think that this episode should be investigated further.